Event description:
Same case as MDR ID# 2134265-2011-06137. It was reported that during a stenting treatment procedure difficulty removing the catheter occurred. The target lesion was located in the left renal and popliteal artery. A 6.0x14x90cm express sd stent delivery system (sds) was used with a 6f pv mach1 guide catheter and it was very difficult to pull the sds back through the mach1 guide catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed dried contrast was present in the balloon. The balloon was not completely deflated. There were stent strut impressions on the surface of the balloon, centered between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There was no damage or anomalies to the complaint device. The catheter was soaked in a bath of circulating 37 degree celsius water to attempt to loosen solidified contrast in the balloon. A syringe was used to pull a negative vacuum to completely deflate the balloon but was unsuccessful. The condition of the balloon prevented functional testing with a guide catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-06137. It was reported that during a stenting treatment procedure difficulty removing the catheter occurred. The target lesion was located in the left renal and popliteal artery. A 6.0x14x90cm express sd stent delivery system (sds) was used with a 6f pv mach1 guide catheter and it was very difficult to pull the sds back through the mach1 guide catheter. No patient complications were reported and the patient's status is ok.